Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015 a medtronic representative, following-up at the site, reported this issue occurred when patient was not present. It is a flickering issue that happens at all points in the software prior to the registration task. Return requested. Replacement computer shipped to site 11/30/2015. No parts have been received by manufacturer for analysis. On 12/02/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The issue was confirmed and reproducible, it happened to three times while at the site to correct the issue. It happened on the patient screen, while retrieving images from electronic picture archiving and communication systems (pacs) and in the admin screen. The monitor display goes black for five seconds and comes back. This issue was resolved by replacing the computer. Restored all settings, network and pacs info. Performed system check-out and all tests passed successfully, the system is fully functional and ready for clinical use. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site registered nurse (rn) that their navigation system monitor blinks while images are on the screen. No further details regarding the issue, or at what point it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted and displayed proper video with no problem seen during any stage of testing. The computer ran for 5 days with no "blinking" seen. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.